Event description:
After successful deployment of a bifurcated device the physician needed to place an aortic extension. The original case plan had called for a stent graft 75 mm in length; however the previous case performed at the facility used the only 75 mm in the representative's stock so the physician elected to use a stent graft that measured 95 mm in length in its place. An angiographic image showed what the physician thought was good flow into the renal arteries and the procedure was completed. It was later determined that both renal arteries had been covered. The patient is reported to currently be on dialysis.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.